Event description:
It was reported that the unit shut down during a case. There were no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.